Manufacturer narrative:
The 8mm x 59mm x 80cm palmaz genesis transhepatic biliary stent on .035¿ opta pro percutaneous transluminal angioplasty (pta) delivery system dislodged from the balloon inside the patient. The patient was fine, but they had to use another unknown stent. The left iliac artery was pre dilated with a powerflex 5 x 40 at 10 atmospheres (atm). They crossed the area with a 9 x 39 genesis with no issues prior to placing the 8 x 59. The patient had a medical history of peripheral vascular disease. The intended procedure/target lesion was the iliac artery. Vessel / lesion characteristics, the lesion had little calcification. The vessel had little tortuosity. The vessel had no angulation. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was not resterilized. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The segment was left iliac artery. The patient is stable after the event. The product was not returned for analysis. A product history record (phr) review of lot 82184380 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis, nor was procedural imagery provided for review. The exact cause could not be determined. Vessel characteristics, although not clear, may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ this device is not indicated for the vasculature and as such is considered off label usage. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8mm x 59mm x 80cm palmaz genesis transhepatic biliary stent on .035¿ opta pro percutaneous transluminal angioplasty (pta) delivery system dislodged from the balloon inside the patient. The patient was fine, but they had to use another unknown stent. The left iliac artery was pre dilated with a powerflex 5 x 40 at 10 atmospheres (atm). They crossed the area with a 9 x 39 genesis with no issues prior to placing the 8 x 59. The patient had a medical history of peripheral vascular disease. The intended procedure/target lesion was the iliac artery . Vessel / lesion characteristics, the lesion had little calcification. The vessel had little tortuosity . The vessel had no angulation. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was not resterilized. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The segment was left I the iliac artery. The patient is stable after the event. The device will not be returned as it remained in the patient.